Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead dislodged. The physician requested a new lead, which was successfully implanted. No adverse patient effects were reported. It is expected to receive this lead for analysis. Further information confirmed this lead dislodged during the initial implant procedure. The next day, a revision mas performed and the lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead dislodged. The physician requested a new lead, which was successfully implanted. No adverse patient effects were reported. It is expected to receive this lead for analysis. Further information confirmed this lead dislodged during the initial implant procedure. The next day, a revision mas performed and the lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Visual inspection noted the helix was retracted. Dried body fluid was noted in the helix housing, normal for active fixation leads. A blockage was encountered approximately 390 mm from the terminal end, likely due to body fluid. X-ray showed no conductor issues. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.